Event description:
Plasmablade and pulsar generator were not cutting or coaging properly. A second pulsar was brought in and used without further incident. .

Manufacturer narrative:
Eval method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event # (B)(4) evaluation process: unit received in fair condition and internal visual inspection revealed no loose or broken components. Distorted waveforms evident in both cut and coag modes and it was found that r7 (5.1ohm) and r8 (5.1 ohm) reading open circuit on rf board. After resoldering r7 and r8 on the rf board the unit delivered rf energy correctly into fixed resistors. Root cause: components r7 and r8 on the rf amp board had cracked/cold solder joints which greatly reduced the amount of power that could be delivered through the output transformer t3. (B)(4).

Event description:
Failure to cut or coag properly during a case. Swapping generators resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.